Event description:
The image quality of the c-arm table in the or progressively got worse to the point that the physician was unable to visualize the catheters and had much trouble with the procedure and ultimately stopped. The rad tech stated that the bed would need to be serviced.